Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon eval, the l602 inductor was damaged on the bedside board. The cause of the inability to power on is the damaged inductor. The root cause of the damaged inductor is mechanical shock from physical impact. No adverse event resulted from the damaged inductor.

Event description:
A zoll distributor returned a charger/modem indicating that it would not power on.